Event description:
It was reported by the distributor the device was used in an unknown procedure. It was reported the appliers did not work. The customer was called and had no further info. There was no consequence to the pt.